Event description:
It was reported that the post implant, the atrial lead was not sensing p waves and when it paced it appeared to occasionally pace the ventricle. A lead dislodgement was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID vedr01 implantable pulse generator (ipg) implanted: 2013 (B)(6); product ID 5076-52 implantable pacing lead implanted: 2013 (B)(6). (B)(4).